Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and creases. A weight test of the device was completed and the device was found to be within specification. Cloudiness in the gel after autoclave disinfection process was observed. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device remains implanted.